Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the nozzle was clogged with foreign material. This prevented the insufflation of water and air supply volume does not meet the standard value. The user¿s complaint was confirmed. Other observations for the device are: forceps channel port, grip; right/left knob and up/down knob, switch box, scope cover, and scope case unit have a scratch; air/water cylinder has discoloration; scope cylinder and plug unit have discoloration; objective lens has a chip; light guide les has a crack and scratch; distal end rubber coating (a-rubber) adhesive has a gap, connecting tube has a cut; and universal cord has coat peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair for the issue of the device not able to insufflate during maintenance. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. This medwatch is being submitted for the reportable issue of foreign material clogging the nozzle as found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material clogged in the nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.